Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a faulty patient board, a receptacle was found loose causing the flickering of the image, dust was found inside the equipment, the tracks of flat cable between front panel and circuit board was found rusted, hit and scratches marks found on the front panel, scratches and minor deformation found on the power switch, minor deformation found on scope socket, scratches, dirt, and minor dent found on top cover, rust and scratches found on the rear panel and minor deformation found on the rear panel on power input port. Additionally, rust found on the chassis, scratches and minor dent in the tank socket and minor hit marks and dirt found on heat spacers. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus that during a upper gastrointestinal series (ugi) endoscopy procedure, no image was displayed on the video system center. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.